Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), mood swings ("mood swings"), vaginal disorder ("vaginosis"), hypertension ("high blood pressure"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), menstrual disorder ("abnormal menstrual cycle") and headache ("severe headaches"). The patient was treated with surgery (on (B)(6) 2019 will be underwent essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, genital haemorrhage, menorrhagia, mood swings, vaginal disorder, hypertension, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia, abdominal pain, menstrual disorder and headache outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypertension, menorrhagia, menstrual disorder, mood swings, pelvic pain, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 187 lbs in 2009 patient underwent essure confirmation test which concluded essure was in placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - in 2009: result: confirmed it was placed. Amendment: the report was amended on (B)(6) 2019 for the following reason: information and references from case (B)(4) were entered as it was a duplicate from this case. Reporter¿s information was updated and new reporters were added. Furthermore the events¿menstrual cycle abnormal¿ and ¿headache¿ were added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings"), vaginal disorder ("vaginosis"), hypertension ("high blood pressure"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2019 will be underwent essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, genital haemorrhage, menorrhagia, mood swings, vaginal disorder, hypertension, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, hypertension, menorrhagia, mood swings, pelvic pain, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). In 2009 patient underwent essure confirmation test which concluded essure was in placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in 2009: result: confirmed it was placed.. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.